Manufacturer narrative:
It was reported to arjo representative that during patient's transfer the lift was not moving in a straight line. The sara stedy was pulling in the one direction and the caregiver needs to use extern more force to move the lift in the straight line. It was initially reported that as a consequence, the caregiver sustained the low back and shoulder injuries which required treatment. Based on this information the complaint has been decided to be reportable. After the event, arjo representative contacted the customer to obtained more detail information regarding caregiver injuries and treatment. It was clarified by the prevention advisor occupational health & safety from the facility that the caregiver sustained "right knee injury with pain in the calf and thigh." The reported injuries were assessed as not serious by clinical expert. Sara stedy instructions for use (IFU 001-12325 rev 4) contains information that: "note: if the product does not work as intended, immediately contact your local arjo representative to support." The reported event was a sequence of unfortunate events, the reported malfunction by itself did not cause or contribute to the serious injuries or death there must be present other factors. The reported device malfunction- incorrect trajectory was easy to detect by the user. Moreover, the review of similar reportable events did not show any similar complaint with the same fault description. With all facts gathered above, we conclude that neither the patient nor the user would not be in any immediate danger or at risk to their health when situations mentioned in problem description occur. This kind of issue does not compromise patient safety and only causes an inconvenience to the user. To conclude, arjo sara stedy active floor lift played a role in the complaint issue when the event occurred. Although device did not meet its performance specification because the device was pulling to one side. We have decided to report this event to competent authorities an abundance of caution due to initial information related to injuries sustained by a caregiver. During the investigation, it was clarified that there was any harmful health effect that require treatment, and arjo consider the likelihood of occurrence of death or serious deterioration in state of health to be negligible as an effect of the presented malfunction.

Manufacturer narrative:
This report is being filed under exemption e2012068 by the arjohuntleigh magog inc. (Registration #9681684) on behalf of the importer arjohuntleigh inc (ahus) (registration #1419652) additional information will be provided following the conclusion of the investigation.

Event description:
(B)(6) did not move in straight line during patient's transfer. As the consequence caregiver sustained injury. The (B)(6) kept veering in one direction and the employee had to over correct, requiring to exert more force. The patient did not suffer any injuries.